Manufacturer narrative:
Medtronic cryocath was made aware of this event through a search of literature publications. It was not possible to ascertain specific device information from the literature publication or to match the event with previously reported events. Pseudoaneurysm is listed in the product labelling as potential adverse events associated with cannulation of the peripheral vasculature and intracardiac placement of the sheath and dilator.

Event description:
Literature: chierchia g-b, di giovanni g, ciconte g, et al. Second-generation cryoballoon ablation for paroxysmal atrial fibrillati on: 1-year follow-up. Europace. 2014;16(5):639-644. The source literature reported that one (2.2%) patient experienced a pseudoaneurysm which required surgical treatment.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.